Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The 3.0 x 23 mm xience v (1009529-23, 0032941) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is also listed as a known adverse event of coronary stenting in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the stenosis pre-procedure was 95%. Two xience v stents were implanted. The 2.5 x 23 mm was implanted in the distal part, and the 3.0 x 23 mm was implanted in the proximal part. The stenosis post implantation was 0%. Plaque shift and acute thrombosis were noted. An unspecified 2.5 x 15 balloon was used and a 2.5 x 12 mm non-abbott stent was used successfully for treatment. The patient has been discharged from the hospital. No additional information was provided.